Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the customer had high blood glucose level of 400 mg/dl. Customer declined troubleshooting for high blood glucose level event. It was unknown whether the customer was using auto mode or not. Customer stated that the insulin delivery was not suspended sensor glucose and blood glucose level difference. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device communicated properly with test guardian link transmitter. Device received with the sg and bg in acceptable range. No anomalies noted. Device received with scratched case, cracked keypad overlay and pillowing keypad overlay. The p-cap does lock properly. Device received with corroded battery tube. (B)(4).